Manufacturer narrative:
No consequences or impact to patient. Difficult to open or close. The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported that the ncircle delta wire tipless stone extractor was tested prior to a stone extraction surgery. The basket would not open or close. This device was not used on a patient. Additional patient and event details have been requested but have not yet been provided. There were no adverse consequences or effects to the patient due to this occurrence.

Manufacturer narrative:
Evaluation / investigation: a review of complaint history, the device history record, drawings, manufacturing instructions, quality control data, and specifications was performed. A visual inspection and functional testing was also conducted. One device was returned for investigation. The device was returned with the handle and the basket formation in the open position. The collet knob was tight and secure. The male luer lock adaptor (mlla) was tight. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A visual examination noted kinks in the basket sheath at 30 cm from the distal tip, again at 47 cm, 88.5 cm, 89 cm, 91 cm, and 110.5 cm from the distal tip. A functional test determined the handle does not actuate the basket formation. The basket sheath was noted to buckle at the distal tip of the support sheath. The handle was disassembled and the basket formation could not be manually actuated. The support sheath and basket sheath are still adhered. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and it was noted that two non-conformance issues were identified. The non-conformance issues identified were related to glue, inadequate and sheath, buckling. All non-conforming items were scrapped. A review of complaint history revealed this complaint to be the only complaint received associated with the complaint lot number 8001479. Based on the provided information and the investigation evaluation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.